Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the e-100 generator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The e-100 generator was analyzed and found to have no failures. The e-100 generator was installed onto the test system, and it worked fine with the vessel seal instrument installed. The vessel seal extend instrument was used with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations for the cut/seal function about 100 times, and the e-100 generator worked fine without any issue. The complaint was not confirmed based on failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the e-100 generator failed to fire intermittently. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the customer was unable to provide additional information.